Manufacturer narrative:
Concomitant product: abstack20s sht 5 mm sgl use abs dev 20 (lot# n9m0441u). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for open therapeutic treatment of a ventral incisional hernia. It was reported that after implant, the patient experienced recurrence, failure of mesh, loop of wadded up bowel entangled with mesh, adhesions, scarring, and necrosis. Post-operative patient treatment included revision surgery, small bowel resection, repair of hernia with mesh, and mesh removal surgery.